Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high definition lcd monitor did not power up. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d9, h3, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer¿s complaint was confirmed. In addition, the following malfunctions, which are reportable, were discovered during the evaluation of the device: ¿the image was interrupted, and both the serial digital interface connector and the digital video interface were damaged. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the power supply¿s failure led to the inability to turn on the power and the interruption of the image. Furthermore, the damage to the serial digital interface connector and the digital video interface connector was likely due to the circuit board¿s failure. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.